Event description:
A caller reported encountering an unspecified sensor error message with the adc device and as a result, was unable to obtain sensor scans. The customer became hyperglycemic and experienced dizziness, "couldn't see properly", and a loss of consciousness. The ambulance was called and upon arriving, the customer's blood glucose of "over 400" was obtained. The customer was provided unspecified treatment for the diagnosis of hyperglycemia. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
An extended investigation has been performed for the freestyle libre 3 app. The user reported receiving replace sensor error message. Attempted to replicate the reported issue with the similar configuration but unable to replicate the reported complaint and the system functioned as intended. There were no issues identified with the freestyle libre 3 app during replication that would have led to the reported issue. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported encountering an unspecified sensor error message with the adc device in use with samsung galaxy phone with an android operating system with software version unk and as a result, was unable to obtain sensor scans. The customer became hyperglycemic and experienced dizziness, "couldn't see properly", and a loss of consciousness. The ambulance was called and upon arriving, the customer's blood glucose of "over 400" was obtained. The customer was provided unspecified treatment for the diagnosis of hyperglycemia. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. Also it has been determined that there were no issues identified with the freestyle libre 2 application during replication that would have led to the reported issue. The customer reported error code 365. Attempted to replicate the customer's complaint using similar configurations samsung galaxy a52, android 13, 2.10.1.10406 and the reported issue was unable to be replicated and the system functioned as intended. If the product is returned, a physical investigation will be performed and a follow up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported encountering an unspecified sensor error message with the adc device and as a result, was unable to obtain sensor scans. The customer became hyperglycemic and experienced dizziness, "couldn't see properly", and a loss of consciousness. The ambulance was called and upon arriving, the customer's blood glucose of "over 400" was obtained. The customer was provided unspecified treatment for the diagnosis of hyperglycemia. No further information was reported. There was no report of death or permanent injury associated with this event.